Event description:
Consumer reported complaint for dead meter. The customer stated that the true metrix meter has not worked for about a month. The battery had been changed twice: the week prior to the call and on the day of the call. The customer is using the correct battery, and the battery is in the correct orientation for the meter. During the call the true metrix meter powered on/off using the power button; the meter did not power on when a test strip was inserted. The customer reported feeling aggravated, tired and thirsty. Medical attention was not needed at the time of the call. Customer stated that on 11/08/2023 she had obtained a result of 40 mg/dl using her cgm and that paramedics had been called. Customer's blood glucose test result when tested by the paramedics and when at the hospital had been 695 mg/dl. The diagnosis was high blood glucose and customer was treated with insulin. There were no recommended changes made to customer's medical treatment plan.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not evaluated, as per internal procedure, the failure mode is a meter evaluation only. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-025: strip inserted backwards or upside-down. Note 1: manufacturer contacted customer in a follow-up call on 14-nov-2023 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition remained the same as her blood glucose was high. Customer reported feeling tired and having frequent urination at the time of the follow-up call. No medical intervention since the last call was reported. No additional blood tests using the true metrix meter were reported. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.